Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 07/02/2014, belt 02/14/2013.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Review of the patient's download data indicates the patient received five inappropriate shocks in response to oversensing of low amplitude cardiac signal and CPR/motion artifact on the date of passing. The device was started up at 23:09:14 on (B)(6) 2021. The patient was in an idioventricular rhythm at 40 bpm at 09:36:54 on (B)(6) 2021. The patient's rhythm then transitioned to an idioventricular rhythm at 90 bpm with pauses. The patient's rhythm degraded to asystole with intermittent cardiac activity and motion artifact at 09:41:16. The patient received the first inappropriate shock at 09:42:48. The patient's rhythm at the time of the shock was asystole with intermittent cardiac activity and motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient received the second inappropriate shock at 09:43:15. The patient's rhythm at the time of the shock and post-shock rhythm were obscured by CPR/motion artifact. The patient received the third inappropriate shock at 09:43:49. The patient's rhythm at the time of the shock was obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient received the fourth inappropriate shock at 09:44:21. The patient's rhythm at the time of the shock was asystole with CPR/motion artifact. The patient's post-shock rhythm was asystole. The patient received the fifth inappropriate shock at 09:45:04. The patient's rhythm at the time of the shock was obscured by CPR/motion artifact. The patient's post-shock rhythm was asystole with CPR/motion artifact. The patient was in asystole with intermittent cardiac activity, transitioning to an idioventricular rhythm at 40 bpm with CPR/motion artifact between 09:50:57 and 09:52:39. The patient was in an idioventricular rhythm from 50 to 70 bpm. The rhythm then degraded to asystole with p waves, CPR/motion artifact, and electrode lead fall off at approximately 09:55:38. The patient was last seen in an idioventricular rhythm at 90 bpm with electrode lead fall off at the time of the device shutdown at 11:55:54.